Event description:
The physician reported that a lead connection problem was incurred during the implant procedure relative to the subject pacemaker. Specifically, it was indicated that the lead could not be fully inserted. It was further indicated that the set-screw was tightened and loosened and then subsequent full insertion could be obtained, and the pacemaker was implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.